Event description:
It was reported that during advancement of a vascular stent in the sfa, the catheter kinked and while the system was being withdrawn, the stent partially deployed with the safety lock in place. The entire stent system was removed and another stent system was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway. This event occurred during the same event referenced in MDR # 99681442-2012-00188.